Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer ran a control test on her contour next one meter and obtained a reading of 149 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. The contour next control solution and contour next test strips associated with the event expired in oct-2021 and mar-2022 respectively, therefore, in-house testing could not be performed. The device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.